Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly as well as corrosion, wear, and/or lubrication.

Event description:
It was reported that the patient's pump was explanted due to a motor stall that did not recover. There were no patient symptoms or injuries related to this event. The drug used in this system was temgesic. About two weeks later, it was reported that the pump was interrogated and it was found that the elective replacement indicator (eri) had occurred on (B)(6).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.